Event description:
User facility reports: "pt to have a knee arthroscopy, the arthrex pump used to distend the knee would not work. No harm to pt. Another pump was readily available" this device is used for treatment.

Manufacturer narrative:
The customer's complaint could not be duplicated.